Event description:
The new in-the-ear hearing aid user developed infections in both ears. Both aids were returned to the factory to add the hypo-allergenic option. The infection persisted in the right ear, but did not recur in the left ear. The user saw his physician who prescribed anti-biotics and advised the user not to wear a hearing aid in his right ear. The user returned the hearing aid for the right ear for credit, and continues to wear a hearing aid in his left ear.